Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber revealed, the glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate char on surface. The outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. The luer lock connector was detached and not returned. The fiber is broken within the outer flow tubing forward of the metal cap, between distal tip and control knob, and exhibits indication of bending at the break location. The fiber was tested with hene laser fixture, aim beam is present at break location. It cannot be determined if excessive bending occurred during the procedure. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
Analysis of the device found that the fiber is broken within the outer flow tubing forward of the metal cap, between distal tip and control knob. Aim beam is present at break location. There was no injury to the patient.